Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd phaseal¿ injector luer lock n35 there was an issue with leakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: as neither physical samples nor picture samples were received, a thorough sample evaluation could not be completed. As a lot number was unknown for this incident, a production history review could not be performed and retained samples could not be investigated. During the manufacturing process, inspections and tests are performed to ensure product meets quality standards. Based on the limited investigation, it is not possible to identify a cause for the reported incident. No actions are required.

Event description:
It was reported with the use of the bd phaseal¿ injector luer lock n35 there was an issue with leakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: no.

Event description:
It was reported with the use of the bd phaseal injector luer lock n35 there was an issue with leakage. There was no report of injury or further medical intervention.